Event description:
It was reported this event occurred in the emergency department. The insertion site is unknown. After two to three days, a leak was found coming from the insertion site. The issue was resolved by removing the catheter and successfully placing a new catheter. There was no delay in treatment reported. There were no reported patient injuries, complications or death.

Manufacturer narrative:
(B)(4).